Event description:
It was reported when the device was used during a right colectomy, it fired malformed staples. The case was completed using sutures. The or time was extended by one hour. There were no other pt consequences.